Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included power cycling, bench handling, and functional stress testing without duplicating the malfunction. The device's lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.